Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an hot axios procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was difficult to deploy the distal flange because the stent deployment hub was unable to move. Reportedly, the stent was fully deployed in the incorrect position and was removed with forceps. The procedure was completed with a hanaro stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.